Event description:
Patient was awake during a leep procedure. When electrode was turned on, patient's leg jerked & she stated she felt something. The pad had come away from the skin slightly in one area. Patient received burn at return pad site and today patient is recovering from slight burn. The doctor examined site. He gave verbal order to surgery staff to apply silvadine cream and dressing to affected site . He instructed patient to leave on for 24 hours.

Manufacturer narrative:
Upon review of data provided, the manufacture of the ground pad was not given and the slight burn the patient received likely resulted from physician or physician assistant error in the placement of the grounding pad on the patient, which when correctly placed, the complete pad is adhered securely to a flat portion of the patient's skin, i.e., the back, upper thigh, stomach, etc., to maintain complete contact during the whole procedure. In this event, it was reported that there was "pad peeling away"; this is likely the cause.